Manufacturer narrative:
No medwatch form rec'd from the user facility. Evaluation results: customer complaint confirmed. This was caused by outgassing of adhesive that is used on an internal component. This outgassing caused surface contamination build up on the optical taper and results in low light output.

Event description:
Customer reports the inside light taper is cracked. No injury and no delay in surgery.